Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia. The blood glucose level was 300 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.